Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Photographs have been received for this complaint, which were evaluated in accordance with the work instruction. It is visible foreign body/ marks inside primary pack. Sample was evaluated, issue was confirmed. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. The packaging of products was run according to the process instructions for packing of sterile securements products. During production of this lot, pouches were visually inspected - on beginning of order is checked 1 sample from each cavity. During in-process control is performed 100% visual inspection. No nonconformance has been registered during the manufacturing process of the affected lot and of the mention malfunction code¿ sec-pmc07.09 foreign matter (e.g. Hairs, insects) within primary pack (sterile products-niko-fix, epi-fix, easi v, drain-fix, central gard only)¿. One similar complaint was registered on mentioned malfunction code for last 6 month. It was received 1pc of sample, which was evaluated. Incoming inspection for the raw material were in accordance with material specification and materials were released based on control of certificates. Certificates were reviewed and they were in accordance with mt58-005 v.4.0. The most probable root cause resulted from the investigation were identified as follows: rc1: no barrier between the chain and the film. Rc2: the instruction does not contain the cleaning periodicity. Rc3: inattention of the operators. Corrective and preventive actions were initiated and currently is in progress as follows: ca1: regular maintenance of machines p013. Ca2: including c5 technicians into g805121. Ca3: update tm-296/tm-296sk. Ec1: production of 3 batches after implementation of suggested solution. Ec2: review of complaints 6 month after implementation. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Device 4 of 4. Correction: contact office address: MDR 3005778470-2021-00207 / (B)(6). Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that there was "a foreign body found inside the package". A photograph depicting the reported complaint issue was received by the complainant. The product was not used, no harm reported.